Event description:
It was reported that after the patient was intubated and flipped prone, they had an anesthesia issue. The patient was flipped supine and extubated. The patient was awake and alert and taken to the post-anesthesia care unit (pacu). Emergency medical services (ems) was called to take the patient to the hospital per medical facility protocol. No product had been opened yet for this procedure.

Event description:
It was reported that after the patient was intubated and flipped prone, they had an anesthesia issue. The patient was flipped supine and extubated. The patient was awake and alert and taken to the post-anesthesia care unit (pacu). Emergency medical services (ems) was called to take the patient to the hospital per medical facility protocol. No product had been opened yet for this procedure.

Manufacturer narrative:
Correction to initial emdr in block d4.